Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with moderate tortuosity, heavy calcification and 90% stenosis. Pre-dilatation was performed with an unspecified balloon. Then a non-abbott rotablator was used and a non-abbott stent was deployed at the lesion. The 2.5 x 20 mm nc trek balloon was delivered for post-dilatation, however balloon slipping occurred at the lesion many times. Therefore, it was exchanged for a new non-abbott balloon, which was successfully inflated. The procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay of procedure. No additional information was provided.